Event description:
It was reported that the pacing dependent patient presented for the replacement of the right atrial (ra) lead after they experienced exit block. The lead exhibited high capture threshold which resulted in loss of capture, and increased pacing impedance. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture and high pacing lead impedance were not confirmed. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies except for procedural damages.